Event description:
Baxter reported an infusion pump that failed during pt use. Reportedly, the pump turned off. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis, and status, pt injury, medical intervention and medication involved.

Manufacturer narrative:
Per baxter, the device has not been received. Should the pump be received for evaluation or if additional info becomes available, a follow up report will be filed.